Event description:
Account reported incident with peripheral IV in which device "disconnected from catheter and "caused loss of blood and IV". Device in use with "3 month old". No medical intervention required. No pt injury reported.